Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina, myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2013 the patient entered the hospital due to a st elevated myocardial infarction (stemi) in the anterior coronaries. The intermediate branch (im) showed an ostial stenosis of 95%. Pre-dilatation was performed with a 2.0 x 12 mm balloon at 14 atmospheres (atm). A 2.5 x 18 mm implant was deployed at 18 atm at which time a distal edge dissection occurred and was treated with deployment of a 2.5 x 8 mm xience v stent at 14 atm overlapping. Timi iii flow was restored and there was a good angiographical result. The patient was discharged on dual antiplatelet therapy (dapt) of aspirin and prasugrel for 8 months. On (B)(6) 2015 the patient entered the hospital with a stemi and angina pectoris. Angiography showed full closure of the ostial im. Both of the implants were affected. Pre-dilatation was performed with a 1.5 x 12 mm balloon, followed by stent implantation of a 2.5 x 18 mm stent. Timi iii flow was restored and the result looked good on the angiography. The patient was discharged on dual antiplatelet therapy (dapt) of aspirin and prasugrel for 12 months. No additional information was provided.

Manufacturer narrative:
(B)(4).a cine was received and reviewed by an abbott vascular clinical specialist. The conclusion of the cine review suggests that there was successful treatment of the 90% stenosis in the ostium of the ramus intermediate branch, a 2.0 mm vessel, with the 2.5 x 18 mm implant and distal overlapping 2.5 x 8 mm xience stent in 2013. Acute occlusion of this branch 2 years post-implant which could be due to either progressive chronic restenosis (with thrombosis) or thrombosis without restenosis. No device deficiencies were noted. There was successful treatment of the occlusion with metallic stenting.